Event description:
The generator was received for analysis. The generator's output was monitored for 24 hrs in a body temperature environment and had no issues providing stimulation. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's generator was replaced. The explanted device has not been received for analysis to date.

Event description:
It was reported that the patient experienced an increase in seizures and an increase in seizure duration. The seizures were noted to last 13 minutes which is considered status epilepticus. The patient's physician believed these issues were due to low vns battery and indicated the increase in seizures was above pre-vns baseline. There were no external factors reported in relation to the adverse events. The patient was referred for generator replacement. No surgical intervention has occurred to date. No other relevant information has been received to date.